Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17722. It was reported that the in-clinic follow up with the right ventricular lead exhibiting noise, low pacing impedance, and high capture threshold. Also noted were episodes of atrial noise, resulting in noise reversion. Programming interventions were made deactivate the ventricular lead, as the patient was not pacing dependent. The patient was in stable condition.